Event description:
According to the reporter: staff said that the jaws didn&#39;t line up and they dropped the load. There were no adverse events associated with the reported event. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)